Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that the scale and bed exit were not working properly due to load cell malfunction. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the scale and bed exit were not working properly due to load cell malfunction. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with correction as inspection was performed by customer who determined load cells were out of range. Issue ws resolved by sending replacement load cells to customer to do own repairs. Evaluation performed by customer.